Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, heavily tortuous and 99% stenosed anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, heavily tortuous, 99% stenosed left anterior descending coronary artery. A 2.75x23mm xience prime stent delivery system (sds) failed to cross due to the anatomy, and the proximal shaft separated. The sds was simply removed without resistance, and a 2.5x23mm xience prime sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.